Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hyperglycemia, including episodes lasting approximately eight hours with alerts for readings above 300 mg/dl, and also experienced one hypoglycemic event after administering a manual injection while still connected to the ilet; the user had changed infusion sets without evidence of bent cannulas, remained active with typical meals, announced false meals to correct highs, and observed that automated corrections were delivered in small amounts that did not reduce glucose adequately. Symptoms included feeling sick during the hyperglycemic period and a documented low of 49 mg/dl that lasted about 45 minutes. Outcomes included self-management with oral carbohydrates for the low without medical intervention or assistance. Investigation included review of device-delivered insulin history and user-reported behaviors, with troubleshooting and education provided regarding disconnecting for manual injections and avoiding false meal announcements. Investigation of this case revealed no evidence of infusion set failure and indicated user-initiated behaviors contributed to the low, while automated correction dosing appeared insufficient to address the highs; clinical follow-up was initiated to assess target settings or the need for a reset. It was concluded, based on previously established findings for similar reports, that the cause was multifactorial, including user technique and therapy settings.